Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection notification occurred during the load sequence with multiple cartridges. There was no reported adverse impact to the customer's blood glucose level. Customer declined a follow up and declined troubleshooting with tandem technical support.